Event description:
Device 3 of 3: reference MFR report(s): 3006705815-2019-300 and 3006705815-2019-301. It was reported the patient's scs system was removed due to an infection. Reportedly, the patient was stable postoperatively. No further information was available at this time.